Event description:
Dr. Was pacing, before placing in the pt, catheter was taken out of packaging and while it was being flushed it was noticed there was a hole in the extension leg. No other info at this time.